Event description:
This event was reported as valve explanted after 5 months due to an unknown reason. Report came in through implant registray (implant card) and surgeons office will not give out info due to hippa requirements. No further info was provided.